Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) passed through the introducer sheath the iab would not inflate. There was no reported injury to the patient.

Event description:
It was reported that after the intra-aortic balloon (iab) passed through the introducer sheath the iab would not inflate. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood on the exterior of the catheter. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).